Event description:
On (B)(6) 2024 a 34-year-old female patient with chronic pelvic pain underwent a planned laparoscopic excision of endometriosis in the or (operating room). The procedure was completed without evident complication and the patient was discharged home the same day from pacu (post anesthesia care unit). On (B)(6) 2024 the patient presented to the emergency department reporting abdominal pain. An abdominal CT (computed tomography) scan was completed and showed fluid collections concerning for possible infection. During a pelvic exam the provider found the koh cup from a rumi ii cervical manipulator that had broken off the koh-efficient and was retained during the patient's surgery on (B)(6) 2024. The piece was removed on digital exam and the patient was notified of the retained item. The patient was prescribed two weeks of antibiotics and discharged with a plan for outpatient follow up with the surgeon.